Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpc441u, (certain® low profile one-piece abutment 4.1mm(d) x 1mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and the abutment's screw was observed fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2120025583. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120025583 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement/seating - customer error, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the screw abutment fractured inside the implant. Implant was removed.